Event description:
It was reported that during preparation for device changeout this cardiac resynchronization therapy defibrillator (crt-d) system and right ventricular (rv) lead recorded three high out of range pace impedance measurements. No noise was able to be reproduced with provocative maneuvers. The crt-p and rv lead were subsequently explanted and replaced. As these product were disposed of, return is not expected. No additional adverse patient effects were reported.

Event description:
It was reported that during preparation for device changeout this cardiac resynchronization therapy defibrillator (crt-d) system and right ventricular (rv) lead recorded three high out of range pace impedance measurements. No noise was able to be reproduced with provocative maneuvers. The crt-p and rv lead were subsequently explanted and replaced. As these product were disposed of, return is not expected. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.